Event description:
It was reported to intuvie that the pump was infusing air. It is unknown if the device was used during clinical use.

Manufacturer narrative:
It was reported to intuvie that the pump was infusing air. A review of the serial number history found no similar complaints for this device. The complaint is not confirmed. The device in question has not yet been returned to intuvie for further evaluation. Reference to complaint # (B)(4).